Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was confirmed. The root cause is that the flex circuit on the lock latch was not functioning properly. The flex circuit and lens were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the cassette was not attached. No patient involvement.